Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: two consoles are used with pump sn: (B)(6). (B)(6) is the first, and (B)(6) is the second. (Note: neither of the consoles has been returned. No imc logs were available for either console on the complaint date, so data analysis was performed using lt and rt logs.) According to the lt log, (B)(6) does not have the 'controller error' alarm. According to the rt log, on the complaint date, (B)(6) 2025, the second console, (B)(6), displayed ¿controller error' event #1045, which was resolved automatically in 12 minutes. All signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to a crc error. Note: the 'controller error' was misreported against (B)(6); originally, it was associated with (B)(6). Device analysis: not applicable, as (B)(6) is not required for the investigation. Root cause: the root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a controller error alarm appeared during patient support. The placement signal disappeared shortly after. Support continued and the signal reappeared roughly fifteen minutes later. There was no noted patient injury.